Manufacturer narrative:
(B)(6). Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing cannula with the incident lot was observed. Evaluation of the customer samples was performed and missing cannula was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported with the use of the bd vacutainer® plastic urine collection cup there was an issue with cannula missing. There was no report of injury or medical intervention.